Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. The event description states y- connector broke during a left ventricular imaging. Blood and contrast came out of the y - connector. Interventional cardiologist aspirated to prevent air embolism. No product was returned for evaluation. It is unknown what type of damages occurred on the y- connector. No device history record review could be performed as no lot number was provided. Additional information was requested from the account. No response was received. Based on the limited information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the y-connector broke during a left ventricular imaging during a cardiac catheterization. As a result blood and contrast came out of the y-connector. The interventional cardiologist aspirated immediately to prevent developing an air embolism.